Event description:
Patient reported right side ¿significant pain and tenderness,¿ ¿swelling of lymphatic system in the upper right side of the chest and axillary¿ ¿swollen lymph nodes in armpits and neck,¿ ¿anxiety associated with the device recall¿, ¿fear,¿ ¿frequent redness of the skin in the neck and cleavage area,¿ ¿implant and capsule removal en bloc with drainage of the residual gland,¿ ¿double capsule,¿ and capsular contracture baker grade unknown. Patient additionally reported "typical symptoms of bii" (breast implant illness), ¿difficulty concentrating¿, ¿sleep disorder¿, ¿dry and patchy skin,¿ ¿joint pain¿, ¿bone aches,¿ ¿muscle aches,¿ ¿ numbness in arms,¿ ¿chronic fatigue,¿ ¿¿cardiac irregularities,¿ ¿dizziness,¿ ¿depression,¿ ¿frequent infection¿ all not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture baker grade unknown.